Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The device for this complaint was not returned for evaluation and a product evaluation could not be performed. If the device is returned at a later date the complaint record will be updated accordingly. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 550 micron tfl single use fiber broke during a procedure. There were no reports of patient harm.